Event description:
Facility staff were called to treat an unresponsive pt. Reportedly, there was confusion over how to connect the device to the pt. A back-up device was obtained with a different configuration setup and treatment was continued. The pt was not resuscitated. The rptr stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the clinician's assessment of the pt's lack of viability.